Manufacturer narrative:
Based on the claim against the product by the customer noting universal surgical manipulator (usm) 1 would not move as expected, an investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) was dispatched to investigate the reported event and the set up joint (suj) was replaced to resolve the reported problem. The suj has not been returned for analysis to determine the root cause of the issue. This complaint is a reportable malfunction event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci assisted simple prostatectomy surgical procedure, the instrument on the universal surgical manipulator (usm) 1 did not move as expected. Prior to calling the technical support, the customer had tried using another instrument, checked arm clearance, repositioned arm, checked for instruments crossing or touching inside patient and also power cycled the system, still the issue persisted. An intuitive surgical (is) technical support engineer (tse) could find no errors explaining the issue found in the system logs, just a sterile adapter issue that occurred approximately 1 hour before the call and seemed to have been resolved. The tse asked the customer to check for drape catching on carriage or somewhere else on arm. The customer did so but could not find an issue with that. The tse asked the customer to reseat sterile adapter, which they did but this also did not solve the issue. The tse recommended to replace drape on usm 1. After the procedure, the arm1 came to respond properly again and that the surgery could be completed without any impact on the patient. The tse asked to indicate if the non-intuitive movement was located in the instrument tip or in any other universal surgical manipulator (usm) degree of freedom (dof), and it seems that it was pointing to usm itself, as surgeon was feeling some resistance in the master tool manipulator (mtm). The system logs were showing errors 31010 and 282 pointing to usm1, that could indicate not properly seated sterile adaptor (sa) and/or instrument, and thus the non-intuitive motion on the instrument tip. The procedure had been completed with no patient harm, adverse outcome or injury and a delay of less than 15 minutes. Isi followed up with the initial reporter and obtained the following additional information: the reported issue occurred during procedure and ports were placed at the time of the event. The system functionality was checked upon powering on the system and the system initially powered on without errors. The usm 1 was functioning well after restarting the system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the distal set up joint (suj) unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce the customer reported complaint. The unit was installed on an in-house system and no errors were triggered. The unit was installed on the patient side cart (psc) fixture test platform (pftp) and passed all tests. Remotefe logs were viewed, and error 23098 was seen pointing to the suj distal tornado. As a fix, the motor module will be replaced.

Event description:
Refer to h10/h11 for follow-up information.